Event description:
It was reported that the collet was scratching the pins when in use. There is no allegation of anything falling into the surgical site. The case was completed with a back up device. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, an investigation will be conducted and a follow up report will be filed.